Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation.

Event description:
Incident happened on the (B)(6) 2022. During the intervention the wire of the bag broke when the surgeon was closing the bag. A part of it detached and went in the patient's abdomen. This part was fully recovered by the surgeon. Additional information: a piece of the sheath fell.

Event description:
Incident happened on the on (B)(6) 2022. During the intervention the wire of the bag broke when the surgeon was closing the bag. A part of it detached and went in the patient's abdomen. This part was fully recovered by the surgeon. Additional information: a piece of the sheath fell.

Manufacturer narrative:
(B)(4) customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacturing of the complained lot. The reported defect can be confirmed. Part of the protective white tube covering the closure wire is missing. The root cause of this complaint was determined as unintentional user error related. Customer did not follow the IFU during bag removal and cut the white protective tube by sharp tool and damaged closure wire. During next manipulation with partially damaged product, part of white protective tube was torn off and the part was wrinkled. As the root cause of this complaint was determined unintentional user error related, no corrective/preventive actions in production are deemed necessary to introduce.